Event description:
Event description boston scientific received information that this patient was complaining of dizzy spells. Upon check up of the device, at the physician's office, there was pacing for 3 beats and then the patient's intrinsic rate comes through at approximately 40 beats per minute. They were unable to interrogate the device and there was no magnet rate. This device is included in the low valtage capacitor advisory population.